Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert. Based on the escalation analysis, the device was requested for further evaluation, however, it was not returned to senseonics by the time of complaint closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. The user was provided with a sensor replacement as part of the resolution.